Event description:
Discordant immulite 2000 (B)(6) qualitative assay result was obtained on a pt sample. The pt sample result indicated as non-reactive on immulite 2000 assay which resulted positive on different methods. The result was confirmed positive using another (B)(6) assay. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant non-reactive (B)(6) .

Manufacturer narrative:
Analysis of instrument and data did not indicate system error. The cause for the discordant (B)(6) result is unk. It is suspected that the pt sample may contain unk (B)(6) that may interfere with the assay. No further evaluation of the device is required. The instrument is performing within specifications.